Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained myopotential oversensing was observed during routine follow-up at the clinic. The patient was asymptomatic. Programming changes were made.